Manufacturer narrative:
Initial.

Event description:
It was reported that a user expressed concern that the ilet bionic pancreas battery did not hold a charge, prompting review for battery depletion involving the device battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user, analysis of information provided by the user, and an event history log review. Investigation of this case revealed no device problem found, despite the initial allegation of premature battery discharge related to the battery component. It was concluded, based on previously established findings for similar reports, that no problem was detected.